Event description:
The article, "a rare complication of transcatheter aortic valve replacement: delayed down migration of a portico valve", was reviewed. The article presented a case study of a 74-year-old male patient with symptomatic, severe aortic stenosis, aortic regurgitation (ar) with prior coronary artery bypass graft. It was reported that on an unknown date, a 29mm portico valve was chosen for procedure. Prior to procedure, the patient received a pre-dilation with balloon aortic valvuloplasty (pre-bav) with an unknown 20mm balloon. Post-procedure, a post-dilation with balloon aortic valvuloplasty (post-bav) was performed with an unknown 25mm balloon. Aortography and transthoracic echocardiography (tte) revealed mild to moderate ar. It was then reported two days post-procedure, the patient developed tachypnea and tachycardia. A chest radiogram noted pleural effusion and tte noted severe ar with two jets. Diuretic infusion and non-invasive respiratory support were initiated. Transesophageal echocardiography (tee) revealed migration of the portico valve to the left ventricular outflow tract (lvot) up to 2/3 of the anterior mitral leaflet as well as paravalvular and transvalvular severe ar was noted. Aortography also confirmed downward migration of the valve and severe ar. A decision was made to perform a valve-in-valve procedure with a 29mm portico valve. A post-bav was performed with an unknown 25mm balloon and ar was reduced to mild. The patient's symptoms resolved at follow-up and was discharged after 5 days. [The primary author was busra sengor, kartal kosuyolu high specialty training and research hospital, clinic of cardiology, istanbul, turkey. The corresponding author was cemalettin yilmaz, malazgirt state hospital, clinic of cardiology, mus, turkey, with corresponding email: cmlddyn@gmail.com]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: a rare complication of transcatheter aortic valve replacement: delayed down migration of a portico valve the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
As reported through a literature review of a case study a 74-year-old male patient with symptomatic, severe aortic stenosis, aortic regurgitation (ar) with prior coronary artery bypass graft. It was reported a 29mm portico valve was chosen for procedure. Prior to procedure, the patient received a pre-dilation with balloon aortic valvuloplasty (pre-bav) with an unknown 20mm balloon. Post-procedure, a post-dilation with balloon aortic valvuloplasty (post-bav) was performed with an unknown 25mm balloon. Aortography and transthoracic echocardiography (tte) revealed mild to moderate ar. Later on, the patient developed tachypnea and tachycardia. A chest radiogram noted pleural effusion and tte noted severe ar with two jets. Diuretic infusion and non-invasive respiratory support were initiated. Transesophageal echocardiography (tee) revealed migration of the portico valve to the left ventricular outflow tract (lvot) up to 2/3 of the anterior mitral leaflet as well as paravalvular and transvalvular severe ar was noted. Aortography also confirmed downward migration of the valve and severe ar. A decision was made to perform a valve-in-valve procedure with a 29mm portico valve. A post-bav was performed with an unknown 25mm balloon and ar was reduced to mild. Some of the complications reported were unexpected medical intervention (post-bav), respiratory insufficiency (tachypnea), tachycardia, pleural effusion, aortic regurgitation, unexpected medical intervention (medication required), device migration, paravalvular leak, surgical intervention (valve-in-valve), and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported device embolization could not be conclusively determined.